Event description:
It was reported that this incident involved a pt who was very heavy and had very loose skin. Pt has a history of pt's intraspinal pump flipping within the pocket. It was determined that the intraspinal catheter had disconnected from the pump connector. On 08/10/2000, surgery was performed to correct the problem. It was found that the connector had separated into three pieces. The connector pieces were removed and the pump was repositioned without any complications.

Event description:
It was reported that this incident involved a pt who was very heavy and had very loose skin. Had a history of intraspinal pump flipping within the pocket. It was determined that the intraspinal catheter had disconnected from the pump connector. On 8/10/00, surgery was performed to correct the problem and it was found that the connector had separated into three pieces. The connector pieces were removed and the pump was repositioned without any complications.